Event description:
The contact stated that a control test was performed using the customer's meter and the result was 225 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.